Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure occurred due to the faulty video connector and the image was not displayed. The cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
City: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned, it was observed, loose flat interface was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the visera elite video system center had a loose flat interface. Upon inspection of the customer¿s returned device it was observed, the device had no image due to a defective video connector. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.